Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with itching, burning, inflammation, and infection, under entire patch area. The skin reaction would have started under the pod area but then spread to the entire patch area. The patient had a video consultation with their healthcare provider and was prescribed an oral antibiotic, cephalexin 500mg 4 times a day, for 7 days. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient still had bumps. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.